Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 205 mg/dl at the time of incident. Troubleshooting was done. The insulin did exit but the insulin pump alarmed no delivery. The customer was advised to perform plunger push. The insulin did not exit and customer stated that there was greater than normal resistance during plunger push. The customer was advised to change the infusion set and reservoir. The reservoir will be returned for analysis.